Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 3/24/2017 - an investigation is currently underway; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the patient experienced a splash of alcohol to the eye as he opened the package/swab. He was seen by a physician who diagnosed chemical burn and prescribed eye drops. Injury has been resolved.